Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted in the intensive care unit due to high blood glucose in the 500's mg/dl. The caller stated that it was a twenty four hour span of high blood glucose. The father stated that the insulin pump was malfunctioning, and the doctor feels the insulin pump was not delivering the correct boluses. It was stated that the customer experienced nausea, vomiting, excessive thirst, urination, irritability, and headaches. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Advised the customer that the insulin pump is functioning as designed. No further information was provided.